Event description:
The patient screened for the study experienced a "perforation (av fistula), which may potentially be device-related" in 2006 and was "treated with stents." It was determined later that this patient did not meet study inclusion criteria and was likely not enrolled into the study.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.